Manufacturer narrative:
Correction to d4: lot #: the correct lot number was 20k018 , previously submitted as 21d042. H4: the lot was manufactured between october 06, 2020 - october 07, 2020. H10: the device was received for evaluation. A visual inspection was performed and noted a bladder has been ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the rupture and no issues were noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate ruptured. The issue was identified before use. There was no patient involvement. No additional information is available.